Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that while conducted the hypothermia procedure for a newborn baby after encephalopathy, around the 30th hour of therapy, error no. 113 (reduced water temperature control) occurred in arctic sun device. They said the user probably drained water from the device, then incorrectly connected the water draw tube and topped off the water in the system. Reverse connection of the water draw tube, released impurities accumulated in the filter installed on the tube. After reporting the problem, they went to the customer and performed a basic water change service with the addition of chloramine. The arctic sun device worked normally for about half an hour, after which error 113 (reduced water temperature control) reappeared. However, that the device worked truthfully and they continued therapy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that while conducted the hypothermia procedure for a newborn baby after encephalopathy, around the 30th hour of therapy, error no. 113 (reduced water temperature control) occurred in arctic sun device. They said the user probably drained water from the device, then incorrectly connected the water draw tube and topped off the water in the system. Reverse connection of the water draw tube, released impurities accumulated in the filter installed on the tube. After reporting the problem, they went to the customer and performed a basic water change service with the addition of chloramine. The arctic sun device worked normally for about half an hour, after which error 113 (reduced water temperature control) reappeared. However, that the device worked truthfully and they continued therapy.

Event description:
It was reported that while conducted the hypothermia procedure for a newborn baby after encephalopathy, around the 30th hour of therapy, error no. 113 (reduced water temperature control) occurred in arctic sun device. They said the user probably drained water from the device, then incorrectly connected the water draw tube and topped off the water in the system. Reverse connection of the water draw tube, released impurities accumulated in the filter installed on the tube. After reporting the problem, they went to the customer and performed a basic water change service with the addition of chloramine. The arctic sun device worked normally for about half an hour, after which error 113 (reduced water temperature control) reappeared. However, that the device worked truthfully and they continued therapy.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. UDI related data quality updates only. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.